Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, stent dislodgement occurred. When the nurse was removing the stylet from the 3.0x28mm liberte bare stent delivery system (sds) the stent came off of the delivery balloon. The device never entered the pt, and the procedure was successfully completed with a 3.0x32mm liberte. No pt complications were reported, and the pt's current condition is listed as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.